Event description:
It was reported that during a retroarc implantation procedure, after placing the retroarc needles the physician performed a cystoscopy and "saw a needle at the dome - centrally located." The needle was removed and reinserted. When a cystoscopy was done for a second time, the "original defect" was observed "as a small hole at the dome." However, during the cystoscopy, a "second defect in the area of the patient's right u-v junction" was noticed. The needle was not seen, "just an atypical defect." Further consultation revealed that it was unclear "how the defect happened", whether it was from insertion of the retroarc needle or if the "defect may have been created from catheter guide." Due to the location of the defect, the case was aborted and the sling was not implanted. A foley catheter was inserted and the patient went home with it in place and was "otherwise doing well." The physician plans to "try to do a sling again in 6 weeks after the bladder healed." There were no further patient complications reported as a result of this event.